Manufacturer narrative:
(B)(4). Final analysis of the pump found high resistance on the battery.

Event description:
It was reported that the pump was removed prophylactically to avoid in-vivo battery depletion. It was indicated that there was no patient injury. The device system was used to deliver lioresal.